Manufacturer narrative:
During testing, a whitescreen error was displayed and the device sounded an audible alarm from the secondary beeper. This was due to a software error. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device has a continuous alarm tone with a whitescreen software error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.